Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. The analyst noted only the proximal portion of the lead was returned. The outer insulation was breached with blood ingression at 20.3 cm. The distal conductor was fractured at 20 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead was completely fractured per x-ray and exhibited no sensing and no capture at max output. The rv lead also exhibited fluctuating r waves. It was noted that the patient had experienced pectoral muscle stimulation which was suspected to be due to the fractured lead contacting the pectoral muscle. It was further noted that the rv lead was suspected to have no connection to the implantable pulse generator (ipg) for five years due to the fracture. The ipg was noted to be at end of life (eol). It was also stated that a previous rv lead had been capped due to rising impedance and thresholds and was replaced by the current rv lead. The previous rv lead was noted to be in an abnormal position and had significant scar tissue. It was decided to remove the previously capped rv lead but during extraction the lead completely fractured leaving the distal aspect of the lead broken near the superior vena cava based on fluoroscopy and the guidewire could not be passed through. It was further noted that the stylet could not advance because the current rv lead was completely broken with the distal segment in the subclavian vein. Venogram performed at the start of the operation revealed complete occlusion of the subclavian vein. A pericardial drain was placed. An echocardiogram also revealed moderate to higher tricuspid valve regurgitation with the two rv leads. Both rv leads were partially explanted and replaced. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead, implant date: (B)(6) 2007 b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced for an unknown reason. No patient complications have been reported as a result of this event.